Event description:
A user facility reported an internal dialyzer blood leak occurred immediately after the start of a patient¿s hemodialysis treatment. It was reported that visible blood was observed within the fibers of the dialyzer. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point leak test. The dialyzer failed; a steady stream of bubbles were coming from the cut surface at approximately 50° on the non-cavity ID end, with the ports positioned at 0°. Upon extraction of the fiber bundle, a potted fiber fragment was noted from the same area as the leak. The fiber fragment measured 0.18 mm (under 20x magnification). There were no opposing end that could not be isolated. There was no other damage or irregularities visually noted on the dialyzer. A production records review was performe on the reported lot. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported an internal dialyzer blood leak occurred immediately after the start of a patient¿s hemodialysis treatment. It was reported that visible blood was observed within the fibers of the dialyzer. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 150 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.